Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix distorted/bent, full lead was returned and analyzed. It was also noted that there was blood on the proximal conductor (not obstructed) and on the helix. The outer insulation was breached and there was apparent explant damage.

Event description:
It was reported that the lead was explanted due to perforation. Upon extraction, it was noted that the lead helix was bent. The lead was replaced. No further patient complications have been reported as a result of this event.